Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the cannula came off under pressure and the posterior capsule was torn; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
At the conclusion of cataract extraction, the surgeon was using anterior chamber cannula attached to luer syringe to irrigate the wound with saline when during the final instillation the cannula came off the syringe under pressure and entered the eye causing bleeding. The eye exam found that the posterior capsule was torn. The patient was referred to retinal surgeon for further exam and management and will likely require additional surgery.